Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is an unsafe environment.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient performed pd therapy in an environment that was not "safe". On (B)(6) 2011, the patient was diagnosed with peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized the same day. The patient was treated with unspecified antibiotics. The event was ongoing and unchanged. It was not reported whether the patient had been discharged from the hospital. Dianeal therapy was ongoing. Per the reporter, the event was not related to dianeal. The reporter believed the event was due to the patient's environment being unsafe.